Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown product ID: l-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a previous non-medtronic surgical aortic valve, the valve was deployed to a depth of 3 mm on the non-coronary cusp and 6 mm on the left coronary cusp. A post-implant balloon aortic valvuloplasty (bav) was performed due to valve under-expansion. Following the bav, as the balloon was withdrawn, it attached to the outflow paddle of the valve causing the valve to dislodge out of the annulus. Subsequently, a second valve was successfully implanted in the annulus. No additional adverse patient effects were reported.